Manufacturer narrative:
Continuation of medical devices: w1tr03 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the left ventricular and right ventricular epicardial leads had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.